Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for left ventricular automatic threshold (lvat) detected as greater than programmed amplitude or suspended due to fusion events. Additional information provided advised the left ventricular (lv) capture cannot be confirmed on the presenting electrogram (egm). Trending shows thresholds increasing to 3.1v (volts) when the lvat is successful. The most recent threshold measured at 1.7v at 1.0ms (millisecond). It was recommended to have an assessment performed with a programmer. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an alert for left ventricular automatic threshold (lvat) detected as greater than programmed amplitude or suspended due to fusion events. Additional information provided advised the left ventricular (lv) capture cannot be confirmed on the presenting electrogram (egm). Trending shows thresholds increasing to 3.1v (volts) when the lvat is successful. The most recent threshold measured at 1.7v at 1.0ms (millisecond). It was recommended to have an assessment performed with a programmer. Additional information provided advised technical services (ts) provided troubleshooting and device optimization recommendations. At this time, the device remains in service. No adverse patient effects were reported.